Manufacturer narrative:
The field service engineer could not determine the cause of the issue. He performed a system volume check and precision testing with passing results. The customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t stat assay result for one patient tested on a cobas 6000 e 601 module. The initial result was reported outside the laboratory. The physician questioned the initial result, and the sample was repeated on the same module and another e 601 module for confirmation. The initial troponin result was 6 ng/l with a data flag. The repeat troponin results were 47.58 ng/l on the same module, and 48.44 ng/l on another module. The repeat results were determined correct. Troponin reagent lot number was 44707701 with an expiration date of 31-jan-2021.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.